Event description:
Customer reportedly tested 239 mg/dl on the advantage system while incoherent. No treatment info provided. The paramedics were called and approx 90 mins later tested customer at 50 mg/dl. Again, no treatment info provided. Requested return of suspect system and replacement was sent.